Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2010; 5076, implantable pacing lead, (B)(6) 2007; d274drg, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead may have experienced a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and was analyzed. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.